Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm during our testing. No moisture damage found on the electronics, motor, battery tube and vibrator assembly noted during our visual inspection. The insulin pump received with cracked reservoir tube lip, broken battery tube threads, case cracked at the display window corner, minor scratched lcd window, scratched reservoir tube window and missing end cap sticker.

Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer has a new pump at home and has not completed the training yet because she is on vacation. Customer was giving insulin for her food and the carbs just kept going up and would not stop. Customer's blood glucose level was 161 mg/dl at the time of the incident. Customer stated that she can see some moisture build-up under the display screen. Customer mentioned that there was a crack near the reservoir compartment. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.